Event description:
It was reported, the visera elite ii video system center exhibited error code e226 and sometimes vision is coming after connecting camera head & sometimes not coming, flickering that endoscopic image is not visible. The issue occurred during preparation for use during a therapeutic laparoscopic cholecystectomy that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5. Additional information added to field d9, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 05 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, it is likely the "error code e226 is intermittently displayed" occurred due to faulty receptacle unit and faulty circuit board. Whereas, the issue "image is not intermittently displayed" occurred due to faulty printed circuit board. However, a definite root cause that led to the malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
E226 error coming. Sometimes vision is coming after connecting camera head & sometimes not coming. Flickering that endoscopic image is not visible. Iuc: cvp9199 & cvp0103 - pae.